Manufacturer narrative:
H4: the device was manufactured from may 4, 2021 - may 6, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The device was filled with flucloxacillin 12 g and citrate buffer in 230 ml sodium chloride 0.9%. The issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.